Event description:
Customer reported a malfunction with the insulin pump, displaying malfunction code 12, but no significant events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with resetting the pump, but the malfunction code reoccurred, leading to a decision to replace the pump. The customer was informed of the replacement, which is under warranty, and will use multiple daily injections as a backup therapy. The necessary instructions for pump return and safe transport were provided, and the customer's shipping address was confirmed.